Event description:
Information was received from a manufacturer's representative (rep) via a healthcare provider (hcp) regarding a patient receiving hydromorphone (80 mg/ml at 10 mg/day) via an implantable pump. The indication for use was non-malignant pain and chronic low back pain. It was reported that the pump had reset, gone into minimum rate and safe state, and the low reservoir alarm went off. The pump was showing service code 101 and 114. The last time the pump was refilled was (B)(6) 2022. At the hcp¿s request, technical services walked the hcp through steps to program out of minimum rate and silence the pump alarm. It was noted the hcp was hoping to find a surgeon to replace the pump on the date of this report. Troubleshooting resolved the issue. No symptoms were reported.

Manufacturer narrative:
Concomitant products: product ID: a810, serial#: unknown, product type: software. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider via a company representative (rep) indicated that to the rep's knowledge, the pump has not been replaced. They believed that the patient's pump was set to turn off in the next two months so they should be getting a replacement. The the cause of the pump reset, safe rate, and pme was not determined.

Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown product type software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.